Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator required more charging than what was expected. The battery was draining 25%, daily. The pt charged the device between one and one and one-half hours per day. The pt received eight full bars of coupling when recharging. If the device dropped to the 50% (or less) charged level, the pt no longer felt any stimulation or received any pain relief. The pt experienced a feeling similar to that felt when a previously implanted device was near its end of life. The pt felt facial pain, drooling, and a droopy eye. The pt also had extreme sensitivity at the device site. The pt had "many surgeries done for stimulator replacement." Device replacements occurred, on average, every (B)(6). The recharge interval, based on the pt's settings, was calculated as: from 100% to 25%, the interval was 4.3 days; and from 100% to 0%, the interval was 5.8 days. No info was provided related to the pt's outcome. A f/u report will be filed if add'l info becomes available.